Manufacturer narrative:
A review of the sample photo and actual sample received from the consumer observed one used tampon and a round, silver colored, flexible material approximately 7mm in diameter resembling aluminum foil. The piece of material was loose and does not appear to have been embedded in the tampon. The consumer provided lot information and a review of applicable manufacturing records was performed for the lot in question. Records demonstrate that quality system procedures were correctly followed and finished product met all quality release criteria. Manufacturing controls on the assembly lines include visual inspections of 100% of the pledgets before insertion into the applicator, after the pledget is inserted into the applicator, and after the applicator¿s petals are formed. Additionally, manufacturing controls on the packaging lines include metal detectors that test for ferrous, non-ferrous, and stainless steel materials that would have been able to detect foreign metal material consistent with the sample returned from the consumer. The investigation included review of the assembly and packaging lines, which confirmed that no materials are used in the tampon manufacturing process or in the product-contacting machinery consistent with or similar to the foreign material in the sample returned by the consumer. Based on the investigation of the manufacturing process, there is no evidence that the foreign material was introduced during the manufacturing process.

Event description:
Consumer reported that although her period was almost done, with no menstrual bleeding for two days, she inserted a tampon. After approximately 15-20 minutes, she removed the pledget. It was at that point she noticed a loose piece of silver colored material that came out of her vaginal cavity with the pledget. She visited her medical provider two days later. A vaginal exam showed she had a scrape. The origin of the scrape is unknown. No medications or treatments were required.